Event description:
It was reported that during implant the lead was placed and tested normal through the psa. While suturing the lead in place, a sudden decrease in sensing, high pacing impedance and loss of capture were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.